Event description:
Patient reported "pain, swelling, redness and underwent a biopsy has been diagnosed with rupture". Later patient reported "feeling scared, insecure, and worried. They report having undergone several biopsies, a puncture, and fluid withdrawal". This record is for the right side. Device has been explanted and is unknown if it will be returned.

Manufacturer narrative:
Clarification to b3. Date of event: jun 2025 was reported. Clarification to d6a. Implant date: (B)(6) 2009 was reported. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, inflammation/irritation, swelling/edema, anxiety-product/procedure, seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported right side rupture, pain, swelling, redness. It was later reported patient had fluid withdrawn (captured as seroma). The device has been explanted. It has been determined that the events of pain/discomfort, swelling and redness are likely consistent with the rupture. These events are no longer reportable to the FDA.